Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a possibility that the user attempted to extract the organ from the air-feeding side. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer turned on the high flow insufflation unit device for a uterus removal procedure. The insufflation unit device setting pressure was set at 12 mmhg, however at the end of procedure, the pressure reading rose to 50 mmhg. No alarm was sounded, and the user observed the overpressure on the device and immediately powered off the device. The device was powered off and restarted by the user. The time interval between "power off" and "restarted" was around three (3) to five (5) seconds. After rebooting, the pressure returned to normal, and the machine was used without further issues until the end of the case. The patient's abdominal cavity was normally distended. The overpressure occurred during the procedure and after cutting tissue and removal of the uterus. The relieve mode setting was off, the alarm delay setting was 0 s, the flow rate setting was low, and 1 l/min was displayed on the flow rate indicator. It was unknown what mmhg was indicated for insufflation pressure. The indication of insufflation pressure was stable. Another gas source other than device was not used. The pinchvalve valve exhaust did not smoke. The overpressure warning did not beep. The overpressure warning light did not occur. The tube obstruction warning did not beep. The smoke evacuation suction tube was not connected. The customer reported an overpressure issue to the field service engineer (fse). The (fse) visited the site but did not find any issues. However, the customer requested a full investigation at the repair center and installed their other insufflation unit instead.